Event description:
Clinical registry. It was reported that 233 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a tvr (target vessel revascularization). The index procedure treated one target lesion. The de novo lesion was located in the ostium of the proximal cx (circumflex) artery. The lesion was 3.0mm in diameter, 12mm in length with 90% stenosis. The physician pre-dilated the lesion to 8 atms, reducing the stenosis to 80%. The physician deployed a taxus express2 3.00x16mm stent, followed with post dilation. The results were 0% residual stenosis with timi-3 flow. Medications administered during the procedure include plavix and angiomax. The patient was discharged the following day on plavix. Follow up with this patient at the one year milestone was not successful. The patient was known to be alive; however, she refused to return for the follow up visit. The patient was contacted at the two year milestone. During this follow up visit, it was learned that the patient underwent a tvr 233 days following the index procedure. The patient had a CABG (coronary artery bypass graft) procedure at another facility. The procedure treated the 1st om (obtuse marginal) artery. The patient was discharged from the facility 11 days after the procedure. The patient was taking aspirin at the time of the event. Per the investigator, it is "unknown" if the event is related to the device.

Manufacturer narrative:
Device evaluation: the delivery device was disposed and the stent remained in the patient. The manufacturing records for top assembly batch 6963254 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.